Manufacturer narrative:
Concomitant product(s): a 5076-52 lead, implanted: (B)(6)2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a suspected right ventricular (rv) lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, and analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was high superior vena cava (svc) and right ventricular (rv) shocking coil impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.